Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced an infection at the abutment site. There are plans to convert the patient to a subcutaneous baha implant system; however it is unknown if this has occurred as of the date of this report.